Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing was observed and the lead was suspected to be compromised. Isometrics and pocket manipulation test were unable to reproduce the lead noise. No further information is available.